Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause was determined to be a damaged rear case. To correct the condition, the rear case with power supply was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of the rear case assembly with power assembly. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional information is received.